Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24090. It was reported, the pt alleges his scs system did not work and has caused him additional pain. The pt also stated, he experienced the device burning his skin. It is undetermined what additional pain the scs system caused and if the burning was while charging. The charging system has been added to this report.

Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.